Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the image disappearing during angulation in the "right/left" directions due to damage on the charged coupled device unit, the evaluation findings are as follows: the adhesive on the bending section cover had a chip and the protector of the universal cord on the control section side had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the event occurred due to breakage of the image sensor unit, including disconnection by stress of repeated use, external factors or handling or that components (including integrated circuit chips and capacitor) mounted on the electric circuit board had a defect. However, a conclusive root cause could not be determined. The following information is stated in the instruction for use (IFU) which may help to prevent the issue. The instruction manual operation manual¿ chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Inspection of the endoscopic image 1.before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2.observe the palm of your hand in the wli and nbi endoscopic images. 3.confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4.adjust the brightness level as appropriate. 5.confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6.turn the angulation control levers slowly in each direction until it stops. 7.confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the endoeye flex deflectable videoscope's bending section cover had a scratch. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the image disappears during angulation.